Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the ptient that infusions set fell off due to which hyperglycemia occurs within 8 hours of use. High blood glucose level was displayed high and treated by correction injection via mdi. No further information was available